Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study who was receiving dilaudid with concentration 5.0 mg/ml at a simple continuous dose rate of 1.2730 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain. It was reported that due to an increase in thoracic pain an MRI was performed. A pump motor stall occurred. Device interrogation on (B)(6) 2016 revealed a motor stall occurred on (B)(6) 2016 at 16:04 and a motor stall recovery occurred on (B)(6) 2016 at 14:23. As reported, the date of the motor stall or motor stall recovery and/or start and stop times of the motor stall are unclear. Intervention included pump reprogramming on (B)(6) 2016. The event resolved without sequelae as of (B)(6) 2016. Regarding etiology, the event was related to the device/therapy and was unrelated to the implant procedure.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr). It was clarified that the motor stall occurred at 14:23 and recovery occurred at 16:04.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.